Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for crej2 creatinine jaffé gen.2 (crej) on a cobas 6000 c (501) module. Data was provided for one patient sample that had an erroneous initial crej result that was reported outside of the laboratory. The initial result was questioned by the doctor and the sample was repeated. The repeat result was believed to be correct. The sample initially resulted as 0.76 mg/dl and upon repeat, it resulted as 2.17 mg/dl. No adverse events were alleged to have occurred with the patient. The crej reagent lot number was 19342901, with an expiration date of 07/31/2018. The customer stated that he was putting a new lot of crej reagent on the analyzer and while it was being calibrated, the customer found that the rinse mechanism was not tightened properly and the tops of the cuvettes were wet. He cleaned them off and then recalibrated. He then stated that he was running controls and precision studies. The field service engineer determined that the rinse mechanism was misadjusted, causing water to be put on the tops of the cuvettes. He adjusted the rinse mechanism. The customer ran precision studies and all were within specifications. The customer ran calibration and controls; all were within specification. The customer stated that they have not had any further issues since these service actions.